Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer repaired the tubing to the exhalation outlet. After the system leak was repaired the fse completed the annual pm. The unit successfully passed the required performance verification test.

Event description:
The customer reported unit failed system leak test and the annual performance maintenance needs to be performed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.